Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a button hole when attempting to lift flap. The surgeon is planning to treat patient with photorefractive keratectomy at a later time. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no error or warning that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error. The reported treatment is eighth treatment on that day. The logfile shows no relevant deviation between planned and performed energy is detectable for the treatment. The user operated the surgery with the recommended setting. The vacuum was good and stable. All nine treatments on that day were completed successfully. The logfile shows that the user performed energy check at system startup and then performed the surgeries about eight hours without energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. Cas (clinical application specialist) review, according to the image in the treatment report, some spots are visible on the cornea that might lead to a vertical gas breakthrough (vgb). Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110¿m (microns). However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, the canal length is short and is not venting properly. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. Most probable root cause could be fluid and corneal lacrimation that might have built a fluid layer additionally reducing the flap thickness, and canal length too short therefore not venting properly. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided states the event occurred in the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).